Event description:
Related to MFR report # 2183959-2012-02786, 02787. It was reported by the plaintiff's attorney that on (B)(6) 2006, the plaintiff was implanted with an ams perigee system to treat pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff suffered "excessive bleeding, infection, dyspareunia, erosion," "severe and permanent bodily injuries and significant mental and physical pain and suffering." The plaintiff's attorney also alleged that the plaintiff underwent "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.